Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an injection for pocket site pain however it did not work as well as patients program. Patient had an increased pain and was hurting bad.

Event description:
It was reported that the patient had an injection for pocket site pain however it did not work as well as patients program. Patient had an increased pain and was hurting bad. Additional information was received that the patient underwent an ipg pocket revision and replacement procedure. The explanted ipg was not returned.